Manufacturer narrative:
Follow-up # 1 date of submission 07/25/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: during testing the pump powered on with audio and vibration working appropriately. The audible sound level was tested and found to pass specifications. The pump was opened and no damage was found to the sound circuit. The complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that when he awoke at 6am, the pump reportedly made a strange noise and when he checked the pump, the display screen was blank. The patient reportedly replaced the battery and the pump restored power. The patient stated that the pump did to emit a battery life issue. There was reportedly sound after the battery was replaced but the patient stated the sound was intermittent. It was noted at the time customer support (cs) was troubleshooting the pump, the sound and vibratory feature of the pump was working. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged dual alarm issue with the pump.